Event description:
It was reported by repair work order that the bottom release arm was broken and the trolley would not come out of the ambulance all of the way. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.